Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out. The blood glucose reading was 158mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. The customer called back the next day and stated that her blood glucose is dropping again and her voice was very shaky at time of call. Advised the caller to stay on the phone until the paramedics arrived. Then the customer called again and stated that the paramedics did not really help her and did not have a shot of glucagon with them. The customer requested having the new system with enlite sensors due to her lows. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime alarm anomaly. The insulin pump passed the displacement test. Cracked case all corners of display window, broken battery tube threads and scratched display window and missing address/serial label and end cap sticker.